Event description:
The catheter valve malfunctioned and was unable to deflate balloon with a syringe. Pt was scheduled for cystoscopy and was on the table for the procedure when the problem was identified. The physician introduced a urethra-tome and burst the balloon. The instrument caused minor bleeding/discomfort.